Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open procedure. The clip applier was being used to clip a vessel. The clips do not close properly on the vessels. The surgeon was able to squeeze the handles of the device when the issue occurred and the jaws were still able to close. In order to resolve the issue and complete the case, the surgeon used another device. There was no patient harm. The patient outcome is alive, no injury.